Event description:
Received a copy of the customer's (B)(4) report from (B)(4) which states, "patient overinfusion intended programming: pantoloc 40 mg/100 ml dose ordered: 8 mg/hour duration: continuous infusion rate programmed: 20 ml/hour incident report: alaris pump "brain" not working. Ended up draining a 100ml panto bag (20ml/hr) set-up in less than an hour. Should be 5hrs. The 100ml bag was empty yet the pump said 75ml remaining. Attempted with another bag and same thing occurred. Half of 100ml bag drained in about 15min at 20ml/hr setting. Replaced pump "brain" with same settings and lines and the pump now worked properly lmbme investigation: tubing sets were discarded and were not available for investigation. Pump is currently being inspected and event logs are being reviewed."

Event description:
The customer reported that a 100ml bag of pantoloc (40mg/100ml) was programmed to infuse 8mg/hr (20ml/hr) for approximately 5 hrs; however, the bag was empty in less than an hour. The device indicated that 75ml was remaining to be infused. The clinician attempted to infuse another 100ml bag of pantoloc and within 15 minutes 50ml had infused instead of the programmed 20ml/hr. There was no report of patient harm. Received a copy of the customer's cmdsnet (canadian medical sentinel network program) report from health canada-mhpd which states, "patient overinfusion intended programming: pantoloc 40 mg / 100 ml dose ordered: 8 mg/hour duration: continuous infusion rate programmed: 20 ml / hour incident report: alaris pump "brain" not working. Ended up draining a 100ml panto bag (20ml/hr) set-up in less than an hour. Should be 5hrs. The 100ml bag was empty yet the pump said 75ml remaining. Attempted with another bag and same thing occurred...half of 100ml bag drained in about 15min at 20ml/hr setting. Replaced pump "brain" with same settings and lines and the pump now worked properly lmbme investigation: tubing sets were discarded and were not available for investigation. Pump is currently being inspected and event logs are being reviewed."

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu was provided for investigation, however the event log downloaded from it as well as the pcu event log provided by the customer did not go back far enough and the pump module event log was used for the investigation instead. The pump module event log only contains very limited information regarding the customer¿s event. The pump module event log shows that the device was programmed to infuse at 20ml/hr with a vtbi of 100ml at 3:06 am on 06 august 2018. At these parameters, the infusion would complete in 5 hours. At 4:31 am, the device alarmed for air in line and the user restarted the infusion. At 4:32 am, the user paused the infusion and then restarted it at 4:37 am. Four seconds later, the user programmed an infusion to run at 20ml/hr with a vtbi of 100ml and started the infusion. At 4:54 am, the user paused the infusion. This is the last entry until a power on event at 2:31 pm on 09 august 2018. Based on the duration, approximately 34.33ml would have been delivered during this period. Functional testing found the pump module was delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. (B)(4). Devices not received, log review only.

Event description:
The customer reported that a 100ml bag of pantoloc (40mg/100ml) was programmed to infuse 8mg/hr (20ml/hr) for approximately 5 hrs; however, the bag was empty in less than an hour. The device indicated that 75ml was remaining to be infused. The clinician attempted to infuse another 100ml bag of pantoloc and within 15 minutes 50ml had infused instead of the programmed 20ml/hr. There was no report of patient harm.